Event description:
Additional information received from the consumer reported that the contacts on the left side of the lead were all out and don¿t function. The patient had a representative program 3 new programs and they were getting decent relief but not as good as before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6). Product type lead product ID 977a260 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-apr-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 18-sep-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated he needs to have his stim adjusted because he has channels a, b, and c. Channel a is the onethat gives him the most pain relief but he is getting a message settings not available on group a since about a week ago. Pt stated he was able to decrease stim but he cannot increase stimulation. Patient has not had any traumas, falls, or therapy adjustments recently. Patient service specialist is sending an fyi message to the local field representative about patient request. It was reported there was a lead issue; 40,000 impedance value measured on electrodes 0-7, and 11, 14 and 15. The rep programmed around the impedances however issue is on going. Cause was unknown.